Event description:
A pt was found to have a leaking lap band during the md office visit. As per the operative report, "leaking back from previous needle sticks on the septum consistent with the FDA recalled exel needles." The port was replaced. The needle sticks were consistent with the recalled needles.